Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reamers are dull - need replacing.

Manufacturer narrative:
(B)(4). Investigation summary ==> the device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Investigation summary ==> the instrument has been received for examination. Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Johnson & johnson (B)(4) reports the reamers are dull - need replacing. The device associated with this report was not returned to the depuy (B)(4) facility. The lot number was not provided. A search of the complaint database found prior reports for dullness that were attributed to heavy usage. However, with no instrument returned the complaint could not be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Update: february 19, 2019 johnson & johnson (B)(4) reports the reamers are dull - need replacing. Examination of the returned instrument confirmed the complaint; grater head cutting edges are dull. Visual examination also found some discoloring on the instrument. The complaint sample consisted of (1) 244000544 quickset ace grater head 44mm. A search of the complaint database found similar reports of dullness and the root cause was attributed to heavy usage and wear out. The discoloration is suspected to be from repeated cleaning cycles over time. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance sep 419.